Manufacturer narrative:
B3: the date received by manufacturer has been used for this field. H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: it was reported that needle with needle guard that sits at an angle and punctures the needle guard.